Event description:
Reporter stated, the tibial insert would not fit properly in the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the event was caused by a 45 degree chamfer missing from the snap tab. The mfg and inspection criteria have been changed thereby preventing acceptance of product without the 45 degree chamfer.